Event description:
Svc is promoted via television. The complainant alleges that after using the system 7 or 8 times, she began having hair growth on her face, whereever the device was applied. Device is an electrical stimulator used in conjunction with a collagen quencher. Instructions tell you where to place the device on your face for a minute at a time causing you to feel a pulsing electrical stimulation. There are approx 14 points on the face. The complainant saw her dr who at first though it was an allergic reaction. Tests showed no allergic reaction. A check for hormonal imbalance was negative. Complainant said after using the machine she also had tremendous pressure on her forehead and she felt a burning of the mouth and body.